Event description:
Found to have end of life pacemaker and scheduled for elective generator replacement. Intraoperatively, she was found to have a ventricular lead with evidence of insulation fracture, i.e., there was free-floating blood in the lead. The resistance on the lead was somewhat variable which also confirmed the lead fracture. The atrial lead, had good threshold and sensing for chronic lead and was left intact. The ventricular lead was removed and replaced.